Event description:
Patient was hospitalized for high bgs. It was stated when the customer was at the school, they fell sick and noticed that the device had a blank dipslay. The batteries were changed, but the blank display continued.